Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor is not getting a video image to the oev-262h monitor and not getting a live image to provation. It's unknown when the issue occurred. The issue was resolved by deleting patient data so new patients can be added. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide corrections to the follow up (1) supplemental report. H2: to remove "device evaluation" as the device was not returned. H3: to remove "yes" as the device was not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic.